Event description:
Account alleged that the ground loss light is flashing. No injuries. Had (B) (4) check and a new plug was installed. He opened up and found that the plug was wired incorrectly and when corrected the light went out and bed functioning properly.